Manufacturer narrative:
On (B)(4) 2015, an fse was dispatched to the customer site to address the reported event. The fse replaced the flex cable to the cup transfer assy and cleaned and lubricated the cup transfer z axis presence sensor, lube x-axis and tractor cable. The fse also tightened the set screw on the x motor and tightened the belt clamp. The fse performed alignments at bf incubator for cups x, y, and z and ran tt3 cal and 20 controls all with working fine with no cups dropped. The aia-2000 analyzer was functioning as intended with all errors cleared. No further action required by the fse. The most probable cause of the reported event was due to the bf incubator. Tosoh bioscience, inc. Is submittng on behalf of the foreign manufacturer tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-(B)(4).

Event description:
On (B)(6) 2015, a customer reported x-axis cup transfer error with the aia-2000 analyzer. The customer reports the x-axis cup transfer is dropping cups intermittently at bf incubator. The customer is unable to run bhcg, e2 and prog patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting bhcg, e2 and prog patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.